Event description:
A system 1000 hemodialysis machine removed more weight than intended during a pt treatment. It was not reported whether or not there was any pt injury or medical intervention associated with this incident. Attempts to obtain additional info from customer were unsuccessful.

Event description:
This medwatch report should not have been submitted. Additional info received from the user revealed the incident was initially incorrectly reported. In actuality, the device did not remove more weight than intended but removed less weight than intended. The chance of a death or serious injury occurring as a result of a recurrence of this malfunction is remote and therefore should not have been reported.